Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the right-side high-resolution stereo viewer (hrsv), and the issue was resolved. The system was tested and verified as ready for use. The hrsv has not been received for failure analysis evaluation.

Event description:
It was reported that, prior to the start of a da vinci-assisted radical transvesical prostatectomy procedure, the right image through the high-resolution stereo viewer (hrsv) on the surgeon side console (ssc) was black. Endoscope-related causes were ruled out after confirming the issue was not present on the vision side cart (vsc); two different endoscopes were also tried and no endoscope faults were found in the logs. The customer was guided to perform a hard power cycle of the ssc and reseat the blue fiber cable (bfc), but the issue persisted. The procedure was aborted post anesthesia and port placement, with no reported injury. The surgeon later confirmed the procedure was completed on a different date.